Event description:
Additional information was received from the manufacturer representative (rep). The cause of the inability to full connect extension to ipg was not able to be determined; cause was unknown. Diagnostics included inserting the extension into previously implanted ipg and worked with no high impedance. Inserting the extension into new ipg then worked with no high imp. This information has been confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient was implanted with a implantable neurostimulator (ins) yesterday. Pre-operatively, all impedances were normal on their existing ins. Caller reported upon implant of the new ins the battery kept showing high impedance. The surgeon changed the extensions in the ports of the new ins and the impedance issue remained on the 8-15 port. They also plugged everything back in the old ins and impedances were normal. They plugged everything back into the new ins and tested again for a third or a fourth time and impedances remained high. The surgeon didn't want to proceed with implanting that generator so they got a new one and impedances were normal. The issue was resolved with the other new implantable neurostimulator. The hospital deposed of the battery with high impedances. The issue was resolved with the new implantable neurostimulator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep indicating the cause of the high impedance is unknown. Surgeon stated the extension was not able to fully be inserted into 8-15 header on the ins.